Manufacturer narrative:
D4. Lot number, serial number, expiration date, primary UDI number and h4. Device manufacture were unknown. The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported that a patient was implanted with an impella device for mechanical circulatory support. A hematoma was noted at the impella access site. The hematoma largely resolved during the same procedural setting as device placement. The care team continued to observe and monitor the site in the cardiac intensive care unit (cicu) for complete resolution. The patient survived the procedure.

Manufacturer narrative:
E1 added initial reporter phone as it was omitted from the initial report that was submitted. H6 type of investigation, investigation findings, investigation conclusions and component codes were updated accordingly based on the completed investigation. Investigation summary: the investigation has been completed. No product was returned. Access site adverse event: the cause of the hematoma was not determined due to insufficient clinical details. Device history review: the 14 fr introducer passed all post sterile inspection checks.